Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device was returned with the introducer sheath. Visual inspection of the device revealed that the delivery wire was slightly bent, the main coil was stretched, electrolytically detached from delivery wire and the proximal contact was broken. The main coil was found to be broken as well. Functional testing on the introducer sheath resulted in the coil being stuck in the sheath and only the delivery wire was able to exit the sheath. Additional functional testing could not be performed due to the detached condition of the returned coil from the delivery wire. The device was confirmed to be in good condition prior to use. It is likely that procedural factors contributed to the reported and observed damages limiting the performance of the coil during the clinical procedure. Therefore, an assignable cause of operational context has been assigned to this investigation.

Event description:
Analysis of the returned device noted that the main coil was broken/ fractured. No consequences to the patient were reported.